Manufacturer narrative:
Further investigation of the event indicates the correct aware date of this event is (B)(6) 2014.

Event description:
It was reported that a patient underwent revision of their intrathecal pain pump and developed purulent drainage out of the abdominal and lumbar incisions. It was noted that surgical removal and washout was recommended. No outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please refer to manufacturer report # 3004209178-2014-16590 for the motor stall event that led to the reported revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was explanted due to infection.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was later reported that a manufacturer representative was aware of the post-op complications the day of explant, (B)(6) 2014. The patient was administered perioperative antibiotics as a result of the event. The pump and catheter were explanted. It was unknown what symptoms the patient experienced as a result of the event. If additional information is received, a follow-up report will be sent.